Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reporting on behalf of daughter. Individual received two false negative results on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4) and (B)(4), lot 19894l, reader sn (B)(4)). Individual tested positive with two unspecified covid-19 rapid tests on (B)(6) 2022. Individual had been exposed at school where half the students tested positive. Although requested, customer has not responded to technical supports three attempts to obtain further information.